Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the patient experienced acute heart failure. The surgery was postponed. The ipl was not implanted and guide catheter was no longer needed. No further patient complications have been reported as a result of this event.